Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-11593. It was reported the patient¿s drg lead pulled out slightly from the ipg header, as verified by fluoroscopy. As a result, the physician opted to explant and replace the patient¿s lead, plugging the new lead completely into the ipg header, resolving the issue. Postoperatively, effective therapy was restored.